Event description:
It was reported that the pt has not been wearing his device for the past 4 months, as, according to the parents, this was due to a bad batch of batteries. However, the pt attends a school for the deaf and it seems that the school for the deaf does not make the child wear the device. The pt has not been seen at the clinic since 2006. There have been multiple no shows for appointments. The child repeatedly hits his head. Testing carried out by the clinic show that the device has malfunctioned. Further testing is due to be carried out in 2008.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.